Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2025. The patient was stable.